Event description:
The day of the index procedure, the pt experienced a non-q wave myocardial infarction in an undetermined location. It was also noted that peak ck-mb was two times above the upper normal limit and troponin was three times above the upper normal limit. There was no evidence of stent thrombosis. The pt was initially admitted in 2007 with an anterior acute myocardial infarction. The pt had a target lesion in the first diagonal branch that had 99% stenosis, was restenotic, type b2, and bifurcated. The lesion was 5mm in length and had a vessel diameter of 2.5mm. The lesion was pre-dilated with a balloon at 10atm and a 2.5 x 18mm cypher select stent was implanted at 12 atm. The pt's medications include the following: aspirin (pre, intra and post procedure), clopidogrel (pre, intra and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure), beta-blockers (pre and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.